Manufacturer narrative:
Device evaluation indicated that the lead complaint was confirmed. Visual inspection revealed that the paddle blank tails were fractured right at the paddle end. The tails were not returned. Review of the device history record revealed no anomalies.

Event description:
A report was received that the patient had lost all motor response on the left hand and left deltoid during the lead implant procedure. It was noted that the symptoms began immediately when the lead was placed after several attempts. The patient underwent a revision procedure wherein the lead was implanted placed at the c4 level. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that there was nothing left in the patient¿s body.

Event description:
A report was received that the patient had lost all motor response on the left hand and left deltoid during the lead implant procedure. It was noted that the symptoms began immediately when the lead was placed after several attempts. The patient underwent a revision procedure wherein the lead was implanted placed at the c4 level. The patient was reportedly doing well.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-4231-36 serial #: (B)(4). Description: paddle blank for cover edge 32 surgical lead.

Event description:
A report was received that the patient had lost all motor response on the left hand and left deltoid during the lead implant procedure. It was noted that the symptoms began immediately when the lead was placed after several attempts. The patient underwent a revision procedure wherein the lead was implanted placed at the c4 level. The patient was reportedly doing well.